Event description:
Customer reported burr was leaving out (was interpreted as "the burr was falling out"). This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the locking components were damaged, the hose was brittle and the bearings in tube were worn down and the interior was severely contaminated. Device was inspected, and repaired by replacing a few components.